Event description:
It was reported the patient's blood glucose rose to 17.1 mmol/l (307.8 mg/dl). An occlusion alarm alerted while wearing the pod on the arm for between 49 and 71 hours.

Manufacturer narrative:
The device was received fully deployed. An 0x14 alarm was observed in the data, indicating an occlusion. Timeouts and a drive stall were observed in the data. The clutch spring was observed to interfere with the reservoir cap window. This interference caused the failure for the ratchet gear to rotate, causing the drive stall, timeouts, and alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.